Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thin leaflets) contributed to the reported single leaflet device attachment (slda) and the resulting tissue damage. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report that the clip detached from one leaflet and the leaflet was damaged requiring another clip as treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One ntr mitraclip was successfully implanted. A second clip delivery system (cds) was advanced and grasped lateral to the first clip; however after grasping, it was noted the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The posterior leaflet was noted to be damaged. The second clip was implanted to stabilize the slda clip, reducing the mr to 1-2+. There was no clinically significant delay in the procedure. No additional information was provided.